Manufacturer narrative:
Concomitant products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: pump. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal morphine 40mg/ml and bupivacaine 6mg/ml. The doses and lot numbers were unknown. It was initially reported that a motor stall and replacement had occurred within the past year (as of (B)(6) 2015). However, it was later reported by the manufacturing representative that there was no true motor stall. On (B)(6) 2015, a kink was determined to have occurred. The system was replaced. The drug concentration for morphine was reduced to 20mg/ml. Bupivacaine stayed the same (6mg/ml). Follow up was being conducted regarding the cause of the kinked catheter, patient symptoms, and diagnostics performed. If additional information becomes available, the event will be updated.

Event description:
The indications for use were non-malignant pain, other non-malignant pain, and spinal pain.